Manufacturer narrative:
Philips service replaced the motion and image control module and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geo module failure caused motion and image control module issues on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.